Manufacturer narrative:
A visual examination of the returned device revealed that the ink markings on the exterior of the feeding tube were worn and barely visible. The internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing .the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy exchange procedure performed in (B)(6) 2015. According to the complainant, on (B)(6) 2016, during the removal of the device from the patient's body, resistance was encountered. Then the physician strongly removed the device and the internal bolster of the placed device became detached inside the patient. The detached bolster was successfully removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy exchange procedure performed in (B)(6) 2015. According to the complainant, on (B)(6) 2016, during the removal of the device from the patient's body, resistance was encountered. Then the physician strongly removed the device and the internal bolster of the placed device became detached inside the patient. The detached bolster was successfully removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.